Event description:
The reporter contacted animas on (B)(6) 2013 stating the patient had elevated blood glucose levels while using the pump. The reporter indicated reviewing the pump with the patient's doctor and could not find anything wrong with the pump. The reporter indicated that the patient was disconnected from the pump because they figured that the elevated blood glucose issue was related to the pump getting old. There is no reported adverse event. This report is made based on the allegation of an unspecified pump delivery issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.